Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: device history record (DHR) not performed due to unknown part/lot number. Note: following investigation was performed by rti. Visual inspection: upon visual inspection, the cable was stuck within the tensioner. No other issues were observed with the returned device. Functional test: during the functional inspection, the cable was successfully removed and the device passed with the measurements and no cable frays. The complaint can be replicated with the returned device. Document/specification review: document/specification review was not performed due to unknown part and lot number. Dimensional inspection: a dimensional inspection was not performed due to the device received condition and unknown part number. Investigation conclusion: the complaint condition was confirmed for the unknown cable/wire. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the unknown cable/wire became stuck in the cable tensioner. The issue was observed during a lab. There was no patient involvement. There is no further information available. This report is for one (1) unk - cable/wire. This is report 2 of 2 for (B)(4).